Manufacturer narrative:
A ge service rep performed an on site investigation. The c-arm connections were evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system intermittently shut down without command. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.